Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: "when the light cable was removed from the adapter, the light did not turn off. I attempted to turn the light off from the l9000 and the on/off button was not working. Therefore, I restarted the light box and once I did the power button was functioning properly as well as the light cable. Salesforce (B)(4)". Conclusion: reported failure mode could not be reproduced and no functional issues were found with the light cable aside from an excessive amount of broken fibers. Based on the subsequent behavior of the l9000 light source reported in the feedback, likely root cause of reported issue is due to a malfunction of the l9000 light source. The product was returned for investigation but the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.